Event description:
Event description guidant received information that, since implant, increasing shock impedance measurements have been reported from this cardiac resynchronization therapy defibrillator (crt-d) and defibrillation lead. It was also reported that the patient heard beeping tones from the device.